Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11151. Related manufacturer reference number: 2017865-2021-11152. It was reported that the patient noticed redness and pus at the pacemaker incision site. The patient then presented to a physician who noted a pocket infection. The system was explanted, and a new system was implanted on the other side of the patient's chest. The patient was in stable condition.